Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01670. This report is being submitted as additional information approximate age of device - 2 years, 10 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of driveline disconnect events were confirmed based on the evaluation of the submitted system controller log file; however, a direct correlation between the device and the events could not be conclusively established through this investigation. The log file captured that the percutaneous lead (driveline) was initially disconnected on (B)(6) 2018 at 21:39:45, and reconnected at 21:41:30; the pump speed returned to the set speed as of 21:42:32. The driveline was disconnected again at 21:43:13, at which point remained disconnected for the remainder of the log file. The system controller was disconnected from external power at 21:45:35. These events are consistent with the report of the patient exchanging system controllers. The majority of the remainder log file appeared to show routine power source exchanges and pi events (165). The patient remained ongoing on pump support. The heatmate ii left ventricular assist system instruction for use (IFU) and the heatmate ii left ventricular assist system patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. The patient handbook also provides a safety checklist that instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system produced alarms to alert the patient to a power cable issue. The patient exchanged the system controller and there were no further alarms. The patient connected and disconnected the percutaneous lead (driveline) on the primary system controller more than once while changing to the backup system controller. No additional information was provided. The patient was asymptomatic.